Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via decreased intrinsic amplitudes. Noise had a railing electrogram. Device testing found low intrinsic amplitudes is all three sensing vectors. There was additional railing with pocket manipulation. Technical services advised to check the connection. The doctor elected to replace the pulse generator with a new one. There were no additional adverse patient effects.